Event description:
A pt reported experiencing inaccurate high results with an ot basic meter. The pt's blood glucose results were 189mg/d. Tests were done within 10 mins with a difference greater than 20% per reported issue notes. Pt did not experience any adverse events. No further info has been reported.